Event description:
Related manufacturer reference number: 2017865-2022-19341. It was reported that the patient presented for an explant procedure. The pacemaker and right atrial (ra) lead were explanted due to unknown reasons. The patient condition was unknown.